Manufacturer narrative:
Additional narrative: examination of the submitted neuflex confirmed fracture and cracking due to fatigue cracks that initiated in the corners of the hinges. Examination of the implants fracture surface by sem revealed no apparent material defects. Review of supplied x-rays did not provide any information to aid in the determination of the root cause of the implant fractures associated with this complaint. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. The IFU for the product (IFU-0902-00-710) identifies failure of the implant due to fatigue, wear or overloading as an adverse effect and complication. Additionally the warnings and precautions section includes the following information: ¿if excessive loading of the affected finger joint cannot be prevented, a finger joint implant should not be used.¿ depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient received four neuflex prothesis' about 11 months ago. Today revision as 3 prothesis' are broken and 1 prothesis has a crack. When patient is standing up from a chair she needs to retain her weight with the closed fist.